Manufacturer narrative:
Upon analysis, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead revealed no anomalies. The double bend height measured within specification.

Event description:
During a lead implantation procedure, a stability issue was observed on the lead. The physician believes the stability issue was due to patient anatomy. The lead was exchanged to continue the procedure. The patient was stable.